Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported with a specific malfunction code displayed. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur afterward. The customer continued to use the pump for insulin therapy.